Manufacturer narrative:
On (B)(6) 2015: during follow up with the customer, the customer indicated that bg levels have since returned to normal. The customer declined to troubleshoot once again. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 260mg/dl in the morning. The customer was at work and declined to troubleshoot.